Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent endoscopic covered biliary stent was implanted in the common bile duct in "approximately one year before" (B)(6) 2015. According to the complainant, the stent was used to treat a malignant stricture in the target site. Reportedly, the patient's anatomy was not tortuous and the patient¿s anatomy had not been dilated prior to stent placement. On (B)(6) 2015 the patient was admitted to the hospital due to cholangitis; jaundice and fever were noted to the patient. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and the physician noted that the inner covering of the stent was damaged. Tumor ingrowth had occurred, causing blockage within the stent. The blocked stent was removed and the procedure was completed with another stent. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). According to the complainant, the suspect device was contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.